Manufacturer narrative:
Findings: pump was received with normal operating currents and no unexpected off no power or low battery alarm or blank display noted. Unit had cracked lcd window, cracked case at display window corner, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
A customer reported via phone call indicating that their insulin pump had a blank display screen. The patient's blood glucose level was 102 to 300 mg/dl. The customer stated that there was a crack on the lcd screen of the insulin pump. The customer does not recall how the damage occurred. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.